Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01610, 1627487-2022-01611, 1627487-2022-01612. It was reported that the patient had lost therapy due to high impedances on both leads. Lead fracture is suspected. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.